Manufacturer narrative:
Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s weight at the time of the event was unknown and would not be made available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Device evaluated by MFR: a supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had poor communication on the patient programmer. They noticed that they were unable to charge the implantable neurostimulator (ins). It was asked but unknown when the ins had last been charged and it was also asked but unknown when the patient had last had stimulation. The reposition antenna screen was showing but moving down the antenna did not help. A representative made contact with the consumer regarding these issues. Additional information was received from a manufacturer representative (rep) reporting that the patient had to reschedule their appointment, but no date was given at this time. Additional information from the health care provider (hcp) and manufacturer representative reporting on (B)(4) 2019 that the consumer was seen in the hcp office on (B)(6) 2019. The device was overdischarged. A trickle charge was performed and the power on reset (por) was done. The issue was resolved. Device was received for analysis which indicates surgical intervention to remove the device. It was reported that the device was returned for disposal. No further complications were reported.